Event description:
It was reported by the rep that the outer gasket of the (1) 355ld went into the abdomen with the jaws of the harmonic scalpel lcsk5 during a laparoscopic assisted vaginal hysterectomy procedure. The surgeon was able to retrieve the outer gasket from the abdomen with no harm to the pt. The case was completed with another 355ld. The trocar in question will be returned but not the outer gasket.